Event description:
It was reported to philips the device failed to power on and stopped at "system starting 0:00". The device was not in clinical use. There was no harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected system onsite and found that system was not booting up. The engineer recreated the image storage, but the problem exists. Then the engineer replaced the image processing pc (ippc), operating system hard drive and image hard drives. After replacing the ippc and hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.